Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid ( 3mg/ml at 0.3 mg/day) via an implantable infusion pump. It was reported that the pump and catheter were explanted due to an infection. No known environmental/external/patient factors. The device were discarded of. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.